Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2 and h10 has been updated with the new information. On 03/28/2024, information was received that the patient status "was discharged from the hospital without any complication. The outcome was determined as recovered."

Event description:
As reported through the japanese tavi registry reporting system, during a transfemoral tavr procedure for a 26mm sapien 3 ultra resilia valve, cardiac tamponade due to contained rupture was observed and the patient underwent thoracotomy. After balloon aortic valvuloplasty (bav), a sapien 3 ultra resilia valve was deployed in 90:10 aortic/ventricular position with 2 ml less than nominal volume. Post valve deployment, ventricular fibrillation (vf) occurred and direct current (dc) was performed and recovered it. Trivial paravalvular leak (pvl) was observed on transesophageal echocardiography (tee) and device was withdrawn. After removal of the guidewire, increased pericardial effusion and blood pressure (bp) was declined. Although an attempt was made to proceed with pericardial drainage, the decision was made to change the plan to thoracotomy. The patient was treated with volume loading and blood transfusion without using circulation. After direct drainage, bp was recovered, and the condition became stabilized. After drainage, there was no increase in new pericardial effusion. The physician looked for the bleeding area, but he couldn't find the exact bleeding point. Slight bleeding was observed near the sinus of valsalva (sov) of the right coronary cusp (rcc) , and it was determined that there was a high possibility of bleeding or rupture from that area. After the bleeding was stopped by compression, a chest tube was inserted and closed the chest. The patient was returned to the ICU with intubated.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the rupture is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.